Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/20/2013: the device was returned to animas and evaluated by product analysis on 09/19/2013 with the following results: all of the keypad buttons respond properly. Removed the keypad and found contamination under the contrast & down button contacts.

Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that the keypad was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).